Event description:
Patient's mood has declined per the physician and patient could not feel stimulation when output current was increased from 2 ma to 3 ma. Upon performing system and normal diagnostics, high impedance was observed. These high lead impedance readings on both diagnostics are indicative of a lead fracture. No known surgical interventions have occurred to date to replace the lead.

Event description:
Patient's vns device settings were increased.

Event description:
Patient underwent generator and lead revision surgery. The explanted devices were received. In the analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. Analysis in the lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found. Analysis of the lead is underway and has not been completed to date.

Event description:
An analysis was performed on the returned lead portion and the reported allegations of ¿fracture of lead' and 'high impedance' were not confirmed. A large portion of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the lab, there is no evidence to suggest discontinuities in the returned portion of the device.